Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting the patient's blood with a 23 g x .75 in. Bd vacutainer® push button blood collection set, the tubing had a hole in the line. This caused blood to pool onto the floor. The tube would not fill up and the patient had to be poked a second time. No serious injury or medical intervention was required.